Event description:
A customer reported that the touchscreen of their pump was cracked and shattered due to the pump being dropped. As a result, the touchscreen became unresponsive, and the customer could not interact with the pump. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method. Despite the pump being out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.